Manufacturer narrative:
In the course of manufacturer investigation the log file of the suspected ventilator was provided. On (B)(6) 2019 at 1:57 pm the safety software detected an implausible value in expiratory and inspiratory pressure measurement, the difference at expiratory and inspiratory pressure exceeded 5mbar at that time. Consequently the alarm message "¿device failure" was posted and the ventilation unit performed a pressure release. The device reacted as specified to a detected significant difference in expiratory and inspiratory pressure with an accompanying alarm message and a pressure release of the pneumatic system in order to prevent the patient from unintended pressures. As no hardware failure was logged it is likely that the significant pressure difference was caused by an issue within the breathing system (e.g. By a faulty or incorrect installed breathing circuit or fluid in the breathing circuit). Further the ventilator was tested on site including a long term test run and no device related malfunction could be identified that would have caused the reported problem. Also no problem within the device check could be identified.

Event description:
Incident occured at 13:57:18 on (B)(6) 2019. Ventilation stopped and the alarm "device failure" was displayed. No injury was caused to the patient.